Event description:
It was reported that balloon rupture occurred. The target lesion was located in a below-the-knee vessel. A 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilation. After several inflations at 6 atmospheres for several seconds each, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.